Event description:
It was reported that the pump was put in pump stop mode. The patient was inpatient "for rehab" and was having "a problem with asthma." The patient "progressively got worse" and was put in intensive care unit with a fever of 107 and was "kind of comatose." It was unknown if the event was device related. The healthcare provider was concerned that it "might" have been meningitis. It was stated that the neurologist did not want the device set to minimum rate but "completely off." The device system was used to infuse morphine.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).